Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 the blockage was in the tubing. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2343017 the batch 6011342, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011342 was manufactured according to the work instruction (wi) version 29 and manufactured in the line inset 30 l1 on 25-feb-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5c00159 was manufactured according to the (wi) version 66 and manufactured in the machine sc07 on 27-jan-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformances non-conformance (nc) was raised during the sterilization process. This non-conformance (nc) is not related to claimed malfunction. Conclusion summary of complaint investigation: as a result of the following: one nonconformance (nc) was raised during the sterilization process, and found unrelated to the reported malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.